Manufacturer narrative:
Additional narrative : updated a1, a2, a3, b5, d4, d6, and h4 per new information received. Corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 18 years, 10 months due to stenosis and regurgitation. A 23mm transcatheter valve was implanted. There is no investigational evidence suggesting that the surgical valve failed prematurely.

Manufacturer narrative:
Additional manufacturer narrative stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 8 months due to stenosis and regurgitation. A 23mm transcatheter valve was implanted.

Manufacturer narrative:
H11: corrected data : as the implant data card was received, it was learned that the patient and device info provided initially was incorrect. Thus, a1, b5, d1, d4, and g5 were corrected accordingly.

Event description:
It was reported that an unknown model aortic valve was disabled via a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. A 23mm transcatheter valve was implanted.